Event description:
Robotic instrument permanent cautery hook stopped working during surgery and would not cauterize after multiple attempts. Instrument was removed from surgical field and tagged. New instrument was opened and completed surgery. Non-functioning instrument will be sent back to manufacturer.